Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Health care professional reported a left side capsular contracture baker grade iii and exchange from textured to smooth due to concern with the product. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9., h.3., h.6. Device evaluation: analysis of the returned device identified the weight the device within specification, deformation, voids in the gel, wear abrasion, white calcification, and crease fold. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing.

Event description:
Health care professional reported a left side capsular contracture baker grade iii and exchange from textured to smooth due to concern with the product. The device has been explanted